Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a periodic burning sensation over the pump location. The patient's physician was aware of the situation and had examined the patient regarding this issue. There were no other symptoms noted. It was also stated that the patient had 3 additional pocket revisions due to the pump flipping. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.